Event description:
Caller reports lancet protrudes beyond the end cap of the softclix plus device. Caller reported that the needles would protrude and accidentally stick her. No adverse event or medical attention needed. Requested return of suspect device and replacement was sent.